Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.